Event description:
It was reported that the patient returned to the clinic due to discomfort after being implanted with this lead seven months prior. A revision took place as a result and when the lead was explanted it was noted that the lead was fractured. The lead was replaced and expected to be returned for analysis. Should the lead be returned for analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 290mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis confirmed the reported fracture allegation.

Event description:
It was reported that the patient returned to the clinic due to discomfort after being implanted with this lead seven months prior. A revision took place as a result and when the lead was explanted it was noted that the lead was fractured. The lead was replaced and expected to be returned for analysis. Should the lead be returned for analysis this investigation will be updated.